Event description:
It was reported that after a vena cava filter was deployed without any difficulties via the jugular, it was discovered that the legs were crossed. The physician removed the filter using the retrieval system using the same access site and implanted another filter without incident. The indication for the filter was dvt. There was no reported injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. A sample eval could not be performed, as the sample was discarded by the user facility. It is unknown if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unknown. Handling of g2 filter system from the IFU. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: deliver of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.